Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 229 mg/dl. Troubleshooting was performed. During fixed prime process insulin did not exit and the insulin pump alarmed no delivery, again. During manual priming insulin did exit the tubing, but the customer stated that there was greater than normal resistance when attempting to push the plunger. Later it was noted that the customer was not using the proper technique when filling the reservoir. Assistance was provided. The customer was advised that the insulin pump was working as designed and the alarm might have been caused by an infusion set or reservoir occlusion. The customer stated that the alarm occurred twice in the same day; the first time it was resolved by changing the infusion set. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Cracked battery tube threads noted. (B)(4).